Event description:
Additional follow up performed with the neurologist revealed that there were 20 magnet swipes which all occurred within a 5 minute period of the date of the event. The vns was disabled that day at the mother's request. There was no suspected manipulation or trauma to the device, and there were no programming changes that were thought to have contributed to the event. No other information was provided.

Event description:
It was reported that the patient's generator was stimulating continuously during a concert. Per the patient and his mother, the patient was not near any speakers at the time. It was also reported at that time that the patient's mother was unable to disable the vns generator. No further details are known at this time.

Event description:
Additional information was received on (B)(6) 2012, indicating that the patient's generator had been off for 3-4 weeks. The physician performed diagnostics which were said to be normal, however no results were provided. Per the physician, the patient did have multiple magnet activations the day in question, but the physician could not attribute the activations to a magnetic source at the concert or to the patient's mother trying to disable the device. There are no plans to explant the device at this time.